Event description:
Patient developed a post op would abscess and wound infection following open rotator cuff repair and biceps tenodesis. Additional incision required for drainage. Culture results came back negative. Several attempts were made to obtain lot number without success. This device is used for treatment.